Event description:
Customer reported the pump segment above the lower fitment split while on a pt. Additional info obtained: the issue occurred in the ed, the tubing split after the set was inserted in to the pump module, the set was loaded into the pump from top to bottom, a power injection was not administered through the set. There was no pt harm reported and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.